Event description:
The pt was treated for barrett esophagus in 11/2005. Two weeks after the treatment the pt began developing difficulty in swallowing, an endoscopic evaluation performed in 12/2005 identified a circumferential stricture in the treatment zone. The pt underwent a dilation session that improved his symptoms. The event is transient in nature, treatable and not life threatening to the pt. No device malfunctioned was reported for this device. The catheter performed as intended and was discarded by the hospital at the end of the procedure. The generator used for treatment was evaluated and met the manufacturer specification. No correlation between the outcome of the event and the product performance could be established.

Event description:
This is a follow up report to the report to the report 2952366-2006-0003: additional information obtained on 03-22-2006 regarding a pt that had a stricture formation. The pt underwent one dilation, no further dysphagia, last endoscopy was in january 2006, no stricture, very little im left, less than 1 cm.